Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the date the pinhole was observed was unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.

Event description:
The customer reported there was a pinhole in the curved rubber of the endoeye flex 3d deflectable videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the objective lens adhesive part peeled off. The report is being submitted due to peeling adhesive part found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings evaluation found water tightness was not maintained due to holes in the curved rubber and video cable, the bending angle was insufficient due to elongation of the angle wire, the angle lever and locking lever were operating at the same time due to damage to the operation part, the curved rubber adhesive part was missing, there was looseness in the angle lever, and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.